Manufacturer narrative:
Additional info: b5 added failure analysis info submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced a pads and ECG test failure. There was no patient involvement. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device experienced a pads and ECG test failure. The device was received by bench repair on 10-jan-2020 the reported issue was confirmed and it was determined that the therapy pca and power pca needed to be replaced. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be archived. Upon conclusion of the original evaluation, the therapy pca and power pca were replaced and the device passed all performance assurance testing. Following the replacement, further evaluation by a failure analysis technician reported that the original therapy pca was fully functional with no noted issues that could have contributed to the original allegation. Due to the results of the failure analysis, it has been determined that the failure was caused by the faulty power pca. The device was returned to the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads and ECG test failure. There was no patient involvement.